Manufacturer narrative:
Associated medwatches: (filed separately) (B)(4). Manufacturing site evaluation: the instrument arrived in a clean status with visible damage and the broken off part. The investigation was carried out visually and microscopically. During visual inspection of product pm986p damages and scratches were noted. During microscopical inspection of the product po381r no visible damage was found. Visual inspection of the inner tube (po342820), the lower jaw part (po345211) and adapter (po342203) revealed a loosened pin (po342206) and also revealed that the pin of the inner tube was deformed. The adapter (po342203) shows visible damage. During visual inspection of the upper jaw part (po345210) visible damage was noted. According to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the deformed tip, visible damages and scratches were caused by an improper handling by an overload situation. Due to the deformed tip the welding joint has been cracked and the pin got lost. There is the possibility of torsion or high leverage with the instrument. The root cause of the problem is most probably usage related.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the laparoscopic instruments. Intraoperatively, it was noted that the jaw was broken. It was unclear when the malfunction had occurred. No x-rays were taken to confirm possible fragments. Visual inspection showed that there were no missing parts. There was no delay in surgery or intervention required. Additional information was not received. The malfunction is filed under aag reference 400439214. Associated medwatches: (filed separately) 9610612-2019-00546. 9610612-2019-00547.